Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The optical fiber was found to be broken approximately 1.2inches/2.9cm from the iab tip. Additionally, the catheter tubing & inner lumen were found kinked at the same location closest to the y-fitting approximately 30.1inches/76.5cm from the iab tip. The optical fiber was found to be broken, confirming the reported alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated an iab optical sensor failure alarm. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated an iab optical sensor failure alarm. There was no reported injury to the patient.

Manufacturer narrative:
Complete initial reporter name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated an iab optical sensor failure alarm. There was no reported injury to the patient.